Event description:
The red dial handpiece would not dial back to center arrow after cavity assessment. Per manufacturer representative, the handpiece was malfunctioning and it was removed. A new device was opened.